Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Also, minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a crack on the screen. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.